Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on august 17, 2017, confirmed that the probe tip broke down at 15mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurred on the probe since a user output the device contacting with something hard objects, and then the probe was cracked and no output occurred. The probe broke off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an open gastrectomy. During use, the device could not activate. The doctor withdrew the device from the patient's body and found that the probe broke off outside patient¿s body. The doctor said that he may have activated the device while the device was contacting with a hard surgical instrument or other. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".